Manufacturer narrative:
The patient's sample was returned for investigation. From an analysis of the data, it is most likely there was a ruthenium interference factor present in the patient sample causing the elevated results. Interference due to extremely high titers of analyte-specific antibodies can occur. This interference is covered in the package insert.

Manufacturer narrative:
The patient's sample was returned for investigation. From an analysis of the data, it is most likely there was a ruthenium interference factor present in the patient sample causing the elevated results. Interference due to extremely high titers of analyte-specific antibodies can occur. This interference is covered in the package insert.

Event description:
The customer alleged they received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results for one patient on their e602 analyzer. The patient's initial results from the e602 did not match the patient's clinical condition, so the sample was sent to another laboratory and tested on an architect analyzer. The results from the architect matched the patient's clinical condition. The customer would not provide the specific date of this event. The patient's initial ft3 result was 5.5 pg/ml. The patient's ft3 result from the architect analyzer was 2.9 pg/ml. The patient's sample was then tested in the original laboratory using a new version of the ft3 reagent and the result was 3.0 pg/ml. The patient's initial ft4 result was 2.3 ng/dl. The patient's ft4 result from the architect analyzer was 1.1 ng/dl. The patient's sample was then tested in the original laboratory using a new version of the ft4 reagent and the result was 1.3 ng/dl. The customer would not provide information on whether any of the results were reported outside the laboratory. The customer would not provide information on whether the patient was adversely affected by this event. The ft3 and ft4 reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).